Manufacturer narrative:
Unit power up properly after battery installation. No missing segment/partial display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low batt, weak batt and batt out limit alarm due to failed batt test alarm. Unit had stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that the insulin pump had broken battery cap. The customer¿s blood glucose level was 286 mg/dl at the time of the incident. The customer were not able to remove the battery cap. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.